Manufacturer narrative:
(B)(4). Product not returned, unable to confirm complaint. Most likely underlying root cause of malfunction. User had an inaccurate reference, user's test strip had poor fill. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2013).

Event description:
Consumer complaint of low blood results. Strips are in date. Verified customer is using proper testing technique. Customer refused to perform blood test as she had done a test before calling. Memory readings were: (she couldn't see the time/date) 109 2 hours after dinner; 114 fasting; 126 2 hours after dinner; 95 fasting; 137 2 hours after dinner. Expected results around 180 two hours after dinner. No adverse event reported.